Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump alarmed for a motor error during the occlusion test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error, motor position encoder error and a a35 during a basal attempt. The blood glucose reading was 121 mg/dl. No significant events leading to the alarm were observed. The customer states they are able to complete the rewind sequence. Advised discontinuation of the insulin pump. Nothing further reported.